Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having blood at site of sensor which was bruised and painful. Customer reported that blood at site may have been due to medication given for a virus. Customer's blood glucose went as high as 500 mg/dl. Customer would call back in order to complete troubleshooting.